Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+1.0/173 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient is happy. The cause of the event was unknown.